Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when the sensor was removed from the patient, the electrode was missing. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer on insertion technique for the electrode.

Manufacturer narrative:
A visual inspection was performed on 2 opened and used enlite sensors found 1 of the 2 sensors broken and missing the part, the remaining sensor was found full with no missing or broken parts; unable to confirm if the customer received the sensors in said condition due to the customer returned the sensors opened and used.